Event description:
After 2 1/2 years of cochlear implant use, this patient reportedly experienced a decrease in performance and was no longer able to hear on the phone. Her stimulation threshold levels had increased. Reprogramming efforts were not successful. Two months ago, she also began to experience dizziness. Integrity testing did not show fault with her device. As of 2005, the patient reportedly could not hear anything at maximum stimulation. Explantation /reimplatation surgery was scheduled in about three weeks .